Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath and telescope were kinked, the anchor housing was detached, the imaging window was detached, and the distal housing was detached. Microscope inspection also revealed that the imaging window detached from the distal section and the distal housing detached. A functional test could not be performed due to the severe kink in the telescope. Based on the evidence, the telescope retraction problem as reported code can be confirmed.

Event description:
Reportable based on device analysis completed on 04 mar 2024. It was reported that catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, after the catheter was connected, it cannot be recognized by the system. Afterwards a catheter pullback issue had occurred, and the catheter could not be retracted. However, device analysis revealed the imaging window detached from the distal section.